Manufacturer narrative:
The reported event of a broken header was confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis of device indicated that device was within normal range of operation. Visual inspection found the header broken off from device can which is consistent with damage from the explant procedure. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
During a routine device explant procedure, the header of the device was found to have detached from the body of the device. The device was successfully explanted to resolve the event. The patient was in stable condition.